Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss or bluetooth telemetry. No changes or intervention was reported. There were no patient consequences.

Event description:
New information indicates that on (B)(6) 2022, the patient was brought into clinic and the device was repaired with a transmitter which restored ble telemetry to the app as well.